Event description:
The customer reported via phone call that he jumped into a pool wearing the insulin pump. The customer did not receive a button error alarm but buttons are getting stuck and the screen scrolls during bolus attempt. Blood glucose value was 183 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. No moisture damage on electronic assembly. Numbers did not ramp up on its own or scroll bar moving with no input.